Event description:
It was reported that the patient had a revision of this inflatable penile prosthesis (ipp) due to an aneurysm in the left cylinder associated with an increase in the amount of pressure the pump requires to inflate the prosthesis. Imaging confirmed the aneurysm. A patient outcome of stable was reported.

Manufacturer narrative:
Upon receipt of the product at our quality assurance laboratory, the returned ipp device underwent a thorough analysis and product analysis was unable to confirm the reported allegation. The ams 700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak/pressure tested, and examined using a microscope. The cylinder 1 tubing was detached on the medial with only a part of the outer tubing still attaching the cylinder body together, and therefore, cylinder 1 was not leak tested. Cylinder 2 had wear at a fold on the proximal and by the distal of the body. The cylinder 2 was leak tested and passed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected, leak tested, examined using the microscope, and functionally tested. Under microscope examination, contamination (tissue) was found within the pump in which the pump was not functionally tested. The analysis was unable to identify the reported event of bulged due to the detachment of the cylinder 1 tubing and cylinder 2 had no leak or no abnormality to the device when inspected.

Event description:
It was reported that the patient is requesting a revision of an inflatable penile prosthesis(ipp) due to an aneurysm in the left cylinder associated with an increase in the amount of pressure the pump requires to inflate the prosthesis. Imaging confirmed the aneurysm. A patient outcome of stable was reported.